Event description:
I had essure implants placed after the birth of my daughter in 2008. Subsequent to the implants being placed, I experienced new, inexplicable skin allergies (I am not allergic to nickel), unexplained fatigue, increased migraines, more painful/heavier periods and debilitating pelvic pain. After many rounds of testing throughout the 7 years I've had the implants, my ob/gyn and I decided to remove the essure implants. He removed the implants, along with my fallopian tubes in (B)(6) of 2015, and all of the negative side effects I experienced while I had the implants have abated. I firmly believe that the essure implants were the cause of my pain and "unexplained" medical issues. I am thankful that they are no longer in my body and I strongly believe they should be taken off of the market as a safer sterilization option.